Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease, wear abrasion and two openings were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left-side "pain and discomfort in her left breast. Left breast firmness and pain", "implant exchange and capsulectomy" and "left baker IV". Healthcare professional later confirmed "exchange of a textured device due to product concern" and "capsular contracture baker grade iii". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, discomfort, firmness, implant exchanged, capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "pain, discomfort, breast firmness, implant exchange, capsulectomy, and capsular contracture baker grade IV." Device remains implanted.

Event description:
Healthcare professional later reported baker grade iii.